Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The hard drive was replaced. The software and calibration files were reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the c-arm would not boot on the 9900 system. No patient injury was reported.